Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer report number: 2017865-2025-12010. Related manufacturer report number: 2017865-2025-12011. Related manufacturer report number: 2017865-2025-12012. It was reported that the patient was admitted to the emergency room after they collapsed in the home. The patient expired that same day. A review of merlin.net found aborted shock and under-sensing during a ventricular tachycardia (vt) episode. However, the physician concluded that the patient¿s death was not related to the performance of the implantable cardioverter defibrillator (ICD), right ventricular (rv), right atrial (ra) or left ventricular leads.